Event description:
The distributor contacted animas on (B)(4) 2016 alleging that when the patient went to bed, the pump displayed the full life battery symbol, but when the patient awoke the screen was blank. The patient reportedly changed the battery and the pump powered on. The distributor reported that the patient confirmed that there were battery life warnings in the pump history; however, the patient did not hear any alarm from the pump and the pump did progress to the "sweep alarm" per normal operation. The distributor reported the patient claimed high blood glucose levels but did not provide a measurement. The patient further claimed positive urinary ketones. The patient was reportedly able to manage the hyperglycemic event without seeking medical assistance. This complaint is being reported because the patient reportedly experienced hyperglycemia while on insulin pump therapy with no audible warning of low battery life.

Manufacturer narrative:
Follow up #1 submitted: 03/25/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned and investigated by product analysis on (B)(4) 2016 with the following findings: review of the black box data and pump history revealed the sound features were set to: normal bolus (off), audio bolus (vibrate), temp basal (off), alert (medium), reminder (medium), warning (high), alarm / error (high). The black box data revealed a replace battery alarm dated (B)(4) 2016 at 03:54 followed by power on reset. The pump was powered back on and deliveries resumed on (B)(6) 2016 at 08:00. On investigation the pump boots to the verify screen with functioning audible and vibratory features. A replace battery alarm was reproduced for testing purposes; pump gave the appropriate sound warning and displayed alarm message on the screen. The tdd¿s add up correctly and reflect the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The audio tone specification measured with in required specifications. Investigation did not duplicate the audio tone issue complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked above and below the bumper pad. The audio bolus button cover was torn; however, the button was fully responsive. The display screen was noted to be discolored.